Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 - device not returned. To date the device has not been returned. If the device or further details are received later a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following information was requested, but unavailable: were there any patient consequences? Please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep) please perform and document the follow-up attempt for product return. Please document the shipment tracking number in the notes or rmao sections. Contacted with the sales rep today via phone, please refer to the event description, other information requested is unknown.

Event description:
It was reported that a patient underwent debridement procedure due to scalp laceration on (B)(6) 2023 and suture was used. During the procedure, when preparing the equipment, it was found that the problem of pulling off suture needle had happened. Another device was used to complete the surgery. There were no patient consequences reported. Additional information was requested however no additional information could be provided.